Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the rep did a battery longevity test of the ins which resulted in values of: amplitude: 3.1, pulse width: 180us, rate: 50hz, group impedance: 224ohms and longevityestimate: 29 months. It was noted that there was a low group impedance. The rep stated that the patient had 6 active electrodes so that was likely the cause of the low impedance. The rep confirmed that there were no problems with the patient's therapy. No symptoms were reported. No further complications were reported/anticipated.